Event description:
Information was received from a patient (via a manufacturer representative) with an implantable neurostimulator (ins) for failed bac k surgery syndrome and spinal pain. It was reported that the patient did not recharge and the ins overdischarged in (B)(6) 2016. The patient got out of overdischarge on (B)(6) 2016 but there were difficulties with getting coupling and recharging thereafter. The manufacturer representative was trying to get the patient charged enough so that he could clear the por. The patient had 8 bars, then 6, but then none. It was reviewed that it could be a bad recharger or it could be a flipped device, since the implant was moving around. The manufacturer representative did not have another recharger to try. After trying again, the patient was able to get 8 bars when standing up. The implant might be at a bad angle when the patient is sitting down to recharge. Eventually, the patient lost all coupling again. The manufacturer representative was going to work with the patient to try and charge the ins to a quarter so that the por could be cleared and the patient could continue recharging at home. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.